Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a ipg pocket revision ( manufacturer report number 1627487-2020-23357) lead migration was discovered. Surgical intervention was undertaken during which the existing lead was explanted and replaced. Therapy was restored post op.